Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 189 mg/dl at the time of call and 500 mg/dl. Customer¿s other blood glucose level was 300 mg/dl, 180 mg/dl, 320 mg/dl. Customer treated with insulin pump with 1.3 units and after giving 7 units of insulin blood glucose level was 500 mg/dl. Customer suspecting under delivery on the insulin pump. Customer declined troubleshooting for possible causes of high blood glucose level. The insulin pump will not be returned for analysis.